Manufacturer narrative:
Siemens filed an initial MDR 2517506-2019-00446 on 03-dec-2019. Additional information (09-dec-2019): siemens has reviewed the information provided and concludes that it is not a reagent lot or method issue. Quality control (qc) for all affected methods was within expected ranges the day the discordant results were obtained. The instrument data shows that quality control (qc) was run immediately after the discordant results were obtained using the same reagent flexes and wells for all affected methods indicating no issues related to a potential reagent issue. A customer service engineer (cse) had serviced the instrument and the part replaced by the cse is part of normal troubleshooting/maintenance for issues of this nature. On review of the instrument data, no issues or errors related to calibration for any of the affected methods. In addition, based on the calcium results data, the kinetic data were consistent and showed no evidence or erratic readings indicating no issues related to sample mix. Service method testing was performed and showed no failures. The customer stated that the original sample was re-centrifuged prior to repeating. The customer repeated the original discordant samples on both the original dimension vista 500 instrument (sn: (B)(6)) and the alternate dimension vista 500 instrument (sn: (B)(6)). The repeated results showed no significant differences in recovery. The cause for the discordant calcium results is unknown, however sample specific issues such as sample handling and sample integrity cannot be ruled out. The presence of cellular debris, gel globules or other sample artifacts can impact sampling accuracy and result in intermittent result recovery issues. The customer has had no further issues. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report discordant, low carbon dioxide (co2) results obtained on a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the r1 mixer, aligned and performed a mix test, and quality controls that were acceptable. The cse performed a photometer check 1 test and service method testing (smt) that were acceptable. The patient samples were repeated on the original dimension vista 500 instrument (dv330551) and were within normal ranges. Siemens is investigating.

Event description:
Discordant, low carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The same patient samples were retested on an alternate dimension vista instrument, resulting higher. The higher repeat results were reported to the physician(s) as the correct results. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant low carbon dioxide (co2) results.